Event description:
The customer stated that upon starting a new lot of iron/magnesium calibrators, they noticed a downward shift in controls on the architect c8000 analyzer. The same lot was being used on another analyzer and they were seeing the same shift on that analyzer as well. The customer requested an alternate calibrator lot. Upon receipt of the replacement calibrator, the customer stated that the quality control was recovering within expected values. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified, and a further investigation is currently in process. A final report will be submitted when the investigation is complete.